Manufacturer narrative:
According to the technician's statement, after the replacement of the whole device it was tested and it failed pre-use check. The repair of the device was handled by the customer themselves. It was claimed that the water cup was damaged and was causing leakage. Replacement of the defective part solved the issue. The device was put back into clinical use. No clarification was provided regarding the defective part. The term "water cup" isn¿t a standard part listed in official documentation, but it may refer to a humidification accessory or condensate trap used in the breathing circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. It is unknown what alarm was generated during ventilation. Unfortunately, the device's logs have not been provided, no further analysis has been possible. The cause of the reported event has been determined and it is related to replaced part.

Event description:
It was reported that the ventilator generated an alarm during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).